Event description:
It is reported that the pt was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
The information on this form was previously submitted under manufacturing report number 1822565-2012-01142. This report will be amended when our investigation is complete.